Event description:
It was reported that at the day afer implant, an x-ray revealed the lead tip had dropped from the implant site. Surgical revision was done, and the lead remains in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri45 lead, implanted: (B)(6) 2014. (B)(4).